Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of the homechoice cassette disconnected from the supply bag during an unspecified process step of peritoneal dialysis therapy. Renal therapy services advised the patient to start over with new supplies. The patient would perform manual therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.